Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart and off no power tests. No unexpected low battery alarm or unexpected constant tone anomalies were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had constant tone and was frozen on version screen. The customer's blood glucose was 303 mg/dl at the time of incident. The customer was advised to put insulin pump to rest. The customer was advised to insert a new battery after insulin pump rest. The insulin pump will be returned for analysis.